Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that with stimulation turned off, the patient still experienced shocking on the left side of the body "every minute." This was noted to have occurred on (B)(6) 2015. The doctor was contacted and reportedly indicated that it was an "electrical problem" and they could not help. It was noted the patient was supposed to be "changed out" in six weeks. No further information was reported. Additional information could not be obtained at the time of this report.